Manufacturer narrative:
The device was not rec'd by depuy synthes power tools. If add'l info is rec'd. A supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device experienced "heat". It is known that the device was not being used during surgery. It is unknown if patient or user injury or medical intervention occurred. There was no add'l info provided.